Manufacturer narrative:
Evaluation: as received, the ring exhibits suture holes in the sewing fabric. The band is intact, evident in the x-ray. No other inconsistencies detected. The ring was examined visually and with a light microscope. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In this case, the patient was taken off bypass, tested and still had mild to moderate regurgitation. Bypass was reinstituted, the ring was excised and the bioprosthetic valve was implanted. This extended the operative and total bypass time, which increased the risk of the procedure. According to the discharge summary, the patient did well post-operatively and was discharged to home in stable condition.

Event description:
The sales representative was notified that the hospital had a minimally invasive mitral valve repair/replace was scheduled. Reportedly, the surgeon tried to repair the valve with a ring. The repair was not successful and the surgeon had to explant the ring and implant a valve.